Manufacturer narrative:
Initial and final MDR 1881950- MDR 3003442380-2024-06789- device 3 of 8

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced eight infusion set leak events between (B)(6) 2024. The infusion sets were in use for between 12-24 hours for all events. The leak was at the site. The patient replaced infusion set and resumed insulin successfully no further information available.